Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. For the suggested phenomenon of "biopsy channel was clogged with endo therapy accessory", it was presumed that the accessory was broken inside the biopsy channel and remained there. The following was further presumed: reprocessing process at facility was different from reprocessing recommended in the instructions for use (IFU). Training was insufficient for staff at facility on device handling, using accessories and reprocessing in accordance with IFU. For the suggested phenomenon of "foreign material came out of auxiliary water channel" the following causes were presumed: since precleaning was not conducted immediately after procedure, it became difficult to remove foreign material adhered to auxiliary water channel during procedure. Since proper volume of water feeding was not conducted at precleaning and/or manual cleaning, removing foreign material became difficult. Since water inside auxiliary water channel was not removed completely after reprocessing, inside of metal pipe at tip of biopsy channel was corroded. As a result, foreign material became easier to be adhered to the tip of the channel the IFU reprocessing manual: 'precleaning the endoscope and accessories' states to conduct immediate precleaning after procedure: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the auxiliary water channel: the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2)." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while preparing the scope for a diagnostic gastroscopy procedure, foreign material was observed in the biopsy channel. The intended procedure was completed using another similar device. The procedure was delayed less than fifteen minutes. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported issue. Service found the auxiliary port was clogged with crystallization, and there was foreign material from the biopsy port to the distal end which could not be removed. In addition, service found that the insertion section was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.